Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that a patient had a certas valve implanted on (B)(6) 2019 with a setting of 4. The patient has a history of headaches and falls prior to the implantation of the valve that goes to back to when the patient was a child. These headaches and falls did not resolve after the certas valve was implanted. In (B)(6) 2020 that patient had an MRI for a cerebral cyst and headache. The patient went back to los angeles and had their shunt checked and the setting was at 1. The doctor adjusted it back to 4. It is unknown if the setting had been adjusted between 12/2019 and 10/2020. In (B)(6) 2020, the patient had surgery for the cerebral cyst and headache. On june 25th, the patient had another MRI and radiology requested the shunt be checked before and after the MRI to determine if the valve setting changed unintentionally or not. It was reported that the valve setting did not change.